Event description:
Related manufacturer reference number: 2017865-2021-38028. Related manufacturer reference number: 2017865-2021-38035. It was reported that the patient presented in clinic due to pneumonia. It was noted that the patient had a device infection and it was discovered through an echocardiogram that there was vegetation present on the patient's right ventricular (rv) lead. Therefore the physician elected to explant the patient's implantable cardioverter defibrillator (ICD), left ventricular (lv) lead, and rv lead on (B)(6) 2021. The patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.